Event description:
(B)(6), 2012: customer reports to (B)(6), blown fuses and an error e11 (no voltage in the capacitor bank of the generator cabinet). Customer states via phone they do not have back up capabilities in this clinic. They are still working on the room. No patient injuries. Customer will not provide any procedural information and requests no follow up phone calls.